Event description:
It was reported that the programmer screen was blurry and had many different colors on it. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that there was damage to the cable. Concomitant medical products: product ID: 2090w, programmer. (B)(4).